Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918.

Event description:
The patient's daughter reported that the patient was admitted to the hospital because the peg was not in place properly. According to her, this caused compression of the liver, which caused pain, and gastric juice to leak from the stomach.

Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient reported he was in intensive care receiving an unknown intravenous antibiotic therapy due to peritonitis.